Event description:
It was reported by the patient that there was "pulsing in stomach and shoulder" due to phrenic nerve stimulation. It was also reported by the patient that the "second try was unsuccessful and she now is going in tomorrow for third try". Follow up revealed that there was an attempt to reprogram the device to resolve the nerve stimulation which was unsuccessful and that the atrial lead was removed and an epicardial lead was placed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.